Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and the reported slda and device damaged by another (implanted) in this complaint appear to be related to procedural conditions, and due to the second clip becoming caught in the chordae, causing the first implanted clip to detach from one leaflet. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. During advancement of the second clip delivery system (cds), it became caught in the chordae. During the attempts to remove the cds, the chord ruptured and the first implanted clip detached from one leaflet (single leaflet device attachment (slda)). The cds was removed and the procedure aborted with the mr remaining at 3. The patient was transferred to surgery for mitral valve reconstruction. No additional information was provided.